Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal stenosis and spinal pain. It was reported that a full system removal was scheduled for the patient tomorrow ((B)(6) 2017) due to the device not working for the patient. It was clarified that it was not a device issue. There was no allegation of a trauma, fall, emi, or other activity related to this issue. It was indicated that the explant has not yet occurred but was scheduled for (B)(6) 2017. The event date was asked but unknown. No further complications were reported/anticipated.